Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states had received critical pump error and was not able to clear alarm. Customer also states they are not able to rewind the pump. Troubleshooting was performed for blank display and noticed a broken force sensor was detected during seating or regular delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.